Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures inherently involve some patient risks. Although serious complications associated with access devices are relatively uncommon, the physician is advised before deciding to use the introducer to consider and weigh the potential benefits and risks associated with the use of the introducer against alternative procedures. The general risks and complications associated introducers and indwelling catheters are well documented in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. Any issue with a broken guidewire would be noted before use. The introducer can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported the guidewire from the 8.5f introducer was broken during handling before use. There was no patient injury. Unfortunately, the product was mistakenly discarded by staff at hospital.